Manufacturer narrative:
The ft4 reagent lot number and expiration date were requested, but not provided. The field service engineer replaced the circuit board assembly, sipper probe, tubing assembly sippers, and the sipper pipettor syringe unit. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 assay on a cobas 6000 e601 module. The sample initially resulted in a ft4 value of 97 pmol/l and it repeated as 20.4 pmol/l.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.